Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "there are no actual complaint sample returned for further investigation of the foreign material. From the photo above, the foreign material in the red circle was unable to be identified. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. This complaint is concluded as "undetermined" as the foreign marking was unable to be identified from the photo attached and there is no sample received. Further investigation shall be carried out once the complaint sample is returned." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "two lmas opened today appeared to have loose excess material at the airway entrance. They managed to remove the piece out of the tube". Associated complaints 3009307931-2024-00010 and 3009307931-2024-00009.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "two lmas opened today appeared to have loose excess material at the airway entrance. They managed to remove the piece out of the tube". Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the complaint sample was received and there is no disinfection tag on the packaging as the product was not used. The foreign material observed to be same color of material cuff or backplate. The device history record review was done for the packaging lot and no abnormalities was found with the complaint lot. The root cause is concluded as "manufacturing related" although only 1 sample was returned for investigation. The returned sample observed that there is a foreign material that was an excess material/flashing from the cuff or backplate. A non-conformance was initiated for further evaluation on the foreign material issue." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "two lmas opened today appeared to have loose excess material at the airway entrance. They managed to remove the piece out of the tube". Associated complaints 3009307931-2024-00010 and 3009307931-2024-00009.